Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an injury while wearing the lifevest equipment. Patient reports that the lv cord got caught around a chair causing the patient to fly across the room. Patient described the area as a bloody chin and a bruised face. There was no alleged device malfunction contributing to the irritation the patient went to the hospital and received a CT scan. They did not find anything serious and the patient was not given any medication. Outcome of the irritation is unknown